Event description:
It was reported that while applying the staples on the skin the staples did not remain on the skin. The skin was closed with classic thread suture. There was no reported patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73g1800336 was manufactured on 07/26/2018 a total of (B)(4) pieces. Lot was released on 07/23/2018. DHR investigation did not show issues related to complaint. P/n 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528135 visistat 35w 6/box lot# 73e1900100 the staplers were visually inspected and issue reported "does not grab skin properly" was not observed in the current manufacturing process. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while applying the staples on the skin the staples did not remain on the skin. The skin was closed with classic thread suture. There was no reported patient injury.